Event description:
A physician reported that during a surgery an ophthalmic system exhibited with no aspiration in sculpt mode. Surgeon noticed corneal burn at the main incision site. The wound was sutured. The surgery was completed and patient condition was seen to be improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in section b.5 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the patient recovered.

Manufacturer narrative:
The company service representative reported that no service was scheduled for this event as technical services was not informed by the customer. No service record relevant to the complaint reported event was found, but the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. An internal investigation was opened to address a functional failure and is determined to not be relevant to this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).